Event description:
Nail insertion pad broke off while surgeon was hammering, causing an 1-hour surgical delay.

Manufacturer narrative:
Examination of the returned product confirmed the complaint. A previous investigation found the root cause has been assigned too the design of weld joint not being robust to either manufacturing welding variation or strike location. Corrective action has been taken. The design was changed on (B)(4) released (B)(4) 2011 to improve the strength and durability of the joint between the head and the shaft. This complaint occurs on a product manufactured before the corrective action. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.